Event description:
Pt implanted with hardware for a posterior lumbar procedure at l5-s1. Follow up x-rays showed that the rod slid out of the s1 screw and moved towards l5. Pt experienced pain. Surgeon removed and replaced screws. This is the 5th of 5 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.